Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient's right ventricular lead was removed and replaced due to lead noise. The patient's right atrial lead was capped and replaced on (B)(6) 2019 during the procedure due to high capture thresholds. The procedure occurred without complication and the patient was stable throughout. Related manufacturer reference number: 2017865-2019-05072.